Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad) and underwent a percutaneous transluminal angioplasty. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified pulmonary artery (pa). A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.